Event description:
On (B) (6) 2010, the lay-user/pt contacted lifescan (lfs) alleging that the one touch ultramini meter is giving an error 5 message. This complaint is classified according to the documentation of the customer care advocate (cca). The pt manages his diabetes with oral medication (metformin). The error 5 message began on (B) (6) 2010 at 6 pm. Approx 2-3 hours later, the pt reportedly developed "low sugar symptoms." At 9 pm, the pt reportedly took more food/drink. During troubleshooting, the customer care advocate noted that the sample did not fill the confirmation window, the test strips were within the discard/expiration date, and the meter was not coded correctly. The error 5 message was not resolved during training. This complaint is being reported, because the pt claimed he developed symptoms that can be suggestive of hypoglycemia 2-3 hours after the product issue began. Replacement products were sent to the pt.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.